Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number (B)(4). The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 34 physical samples, 3 picture samples and 1 video was received for evaluation by our quality team. A visual inspection was performed with a 10x magnification lens an no foreign mater was observed or any other defect or imperfection. The 3 photos and one video show syringe barrel with embedded degraded resin. The cause for this defect could have resulted during the syringe molding process, where degraded resign can build up in the hot runner system and break loose, causing the resin to become molded into the components. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Syringe molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components.

Event description:
It was reported that 35 bd 60ml syringe luer-lok¿ tips experienced foreign matter contamination. The following information was provided by the initial reporter: black contaminants like dust in syringe. It was reported that the customer has found multiple examples of syringes with black dots of varying sizes visible on the interior of the chamber ¿ looks like coal dust, or printer ink. Does not move when plunger slides over it, does not dissolve or disintegrate in the presence of liquid. First noticed when releasing fentanyl syringes ¿ affected syringes rejected and batch quarantined. Has affected approx 20-30% of stock.